Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited that the adhesive around the light guide lens had a crack, adhesive around the objective lens had a crack, inside of the light guide lens had foreign objects, air/water cylinder had foreign objects, and the air/water tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the foreign material findings in the air/water cylinder and air/water tube events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). A root cause for the cracked adhesive events could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure indicating expected or random component failure without any design or manufacturing issue. A root cause for the foreign objects inside the light guide lens event could not be identified. Based on the results of the investigation, the most likely cause was also not established. The foreign material findings in the air/water cylinder and air/water tube events can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.